Event description:
It was reported that during implant, the lead was unable to be placed. The physician noted that the coronary wire broke off in the lumen of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the guidewire would not insert due to a guidewire fragment stuck in the lumen of the lead.

Event description:
On (B)(4) 2016: it was further reported that the lead was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.